Event description:
It was reported that this right ventricular lead experienced fracture. Due to this, the lead exhibited high pacing thresholds, noise, over-sensing, pacing inhibition of up to four seconds and high out of range pacing impedance measurements. The patient was admitted to the hospital, was put in palliative care and it was decided to turn tachy therapy off. At this time, this lead remains in service. No further adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).